Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was discovered that the atrial lead was dislodged and exhibited loss of capture. The lead was capped and replaced. Patient was stable before, during, and after the procedure.